Event description:
Received medwatch report from FDA: during a laparoscopic procedure, the j-tip cautery was going to be utilized again when the surgeon noticed that the tip of the cautery was not on the instrument. It could not be found upon a search of the sterile field and surrounding area. All surgeons, the anesthesiologist and nurse manager were notified. A second set of instruments were opened to provide a cautery tip so the case could continue. After the procedure was completed and the patient's incision closed, x-rays were taken of the patient's abdoment. The missing cautery tip was identified as being in the abdomen by the surgical team. A second laparoscopic procedure was performed to retrieve the retained cautery tip; the tip was successfully removed. The patient was under anesthesia the entire time. It was noted that the case was difficult as the patient was approximately 300lbs and some pushing and pulling was required. It is felt that this movement disengaged the tip. Note: other devices in use at the time of the event. Not certain of amount of time surgery prolonged, approximately 1 hour. It was reported that patient is fine.